Event description:
It was reported through a research article to determine the technical success and mid-term patency of subintimal angioplasty with vasculomimetic stenting using the supera self-expanding stent in trans-atlantic intersociety consensus ii (tasc) c and d femoropoplietal (fp) disease. The contralateral retrograde approach was used in all cases. A 7f sheath was used to cross the aortic bifurcation and using a .035 guide wire supported by a 5f catheter angioplasty was able to be performed with a 6x10mm non-abbott balloon. Stenting was performed with a 5.5x20cm supera stent. Post stenting was performed with a using the 6x10mm balloon catheter. Procedural complications included distal embolism (treated with suction thrombectomy), wired induced perforation (treated with gel foam embolization) and thrombosis in situ (treated with mechanical thrombectomy). During the 6, 12, 18, 24, and 36 months follow ups patency and amputation were note. Primary results showed subintimal angioplasty with placement of a vasculomimetic stent offers high technical success and concluded the stent has good midterm patency in amputation free survival in long segment fp occlusions. Specific patient information is documented as unknown. Details are listed in the article, titled "technical success, midterm primary patency, and factors affecting primary patency of subintimal angioplasty followed by vasculomimetic stenting for trans-atlantic intersociety consensus ii c and d femoropopliteal arterial disease¿a prospective study.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect(s) of thrombosis, stenosis, embolism and perforation is listed in the supera peripheral stent systems instructions for use (IFU) as a potential adverse effect. A conclusive cause for the reported thrombosis, stenosis, embolism and perforation, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Date of event : estimated date of event 1/1/2017 as study took place in january 2017 to march 2021. B3: date of implant estimated (B)(6) 2017. D4 - primary UDI number : the UDI is not known as the part and lot number were not provided article attached: titled "technical success, midterm primary patency, and factors affecting primary patency of subintimal angioplasty followed by vasculomimetic stenting for trans-atlantic intersociety consensus ii c and d femoropopliteal arterial disease¿a prospective study.